Event description:
During a routine device replacement procedure, it was reported, the right ventricular (rv) lead was unable to be inserted into the new device header. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of not possible to tighten the lead in the header was confirmed. Analysis revealed the user of the torque wrench applied too many turns in the reverse direction and screwed the setscrew out of the connector block socket. The setscrew out of the socket fell sideways across the block. It was then in a position where it could not be engaged by the wrench to tighten it on the lead. In the user¿s attempt to lift up and re-engage the setscrew the septum was damaged. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.